Manufacturer narrative:
The device was discarded and the lot number is unknown. Therefore a review of the device history record cannot be performed. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates.

Event description:
Additional information received since the initial report. It was reported that the sleeves have holes and the plastic piece that was cut remained on the sleeve until surgery.

Manufacturer narrative:
The device has not been returned and the lot number is unknown. Therefore a review of the device history record cannot be performed. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. The investigation is ongoing.

Event description:
The user facility in switzerland reported that a small piece of plastic ejected from the sleeves and entered the eye during phacoemulsification. It looks like it is the rest from the side ports (cut but was still in the sleeve). Forceps were used to extract the piece from the eye.